Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, there was "ink blots" on the screen blocking any graphics or text. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, the customer continued to use the pump for insulin therapy.